Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition, in situ measurements show one channel in an intermittent hi status due to undetermined reasons. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The child reported that she is not able to hear when using the audio processor since around 21st to 23rd november 2019. There is no report of any accident or trauma and the results of an x-ray show the electrode to be placed properly within the cochlea. There has been no date for the re-implantation provided.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child reported that she is not able to hear when using the audio processor since sometime between (B)(6) 2019. Clinical support has suggested a couple of tests and if the results are consistent to move forward with re-implantation.